Event description:
In 2001, the cryopreserved aortic valve and conduit in question was implanted into a patient of unknown medical history. At that same time, the patient underwent mitral valve repair and maze iii operation. According to the operative report, at approximately six months post-operative the patient presented with fungal sepsis with hemiplegia from a septic embolus to the brain and septic diskitis requiring cervical fusion. According to the operative report, a large vegetation on the aortic valve leaflet was demonstrated on tee. The patient was returned to the surgical suite in 2002 for aortic valve replacement due to suspected fungal endocarditis with increasing aortic insufficiency. The patient received another cryopreserved aortic valve and conduit.